Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient as admitted to the hospital with a severe stroke and expired after the lvad pump was turned off. The hvad pump ((B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned pump revealed unremarkable surfaces. Dimensional and functional verification did not identify any issues that may have caused or contributed to the reported high power event. Stroke and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that this female patient was admitted to the hospital with a severe stroke and that "her wishes were not to live this way." On the (B)(6) 2013, the left ventricular assist device (lvad) pump was turned off and patient expired soon afterward. No further information was provided. The device was returned to the manufacturer for evaluation.